Manufacturer narrative:
(B)(4). Batch # p94j3y. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: "was the surgeon able to retrieve the jaw that came off of the shaft of the device? => no information. Will this component be sent back for analysis along with the rest of the device? => no information. No further information will be provided."

Event description:
It was reported that during a laparoscopic esophagectomy, one side of the jaws came off from the shaft before use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 10 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar.